Event description:
It was reported that the product was received by the manufacturer for analysis. No info was provided with the returned product. The device tracking system revealed that the pt had expired. The cause of death or if it was device-related was unk at the time of this report.